Event description:
The cuff detached from the catheter. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.